Event description:
It was reported that the 9900 system xray lamp stayed on after releasing the footswitch, the monitors went black, and then the system rebooted. There was no pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.